Event description:
A small (approx. 2mm) piece of hard clear plastic was found floating in an infliximab solution mixed in a baxter intravia bag (lot: dr15j05044). The piece of plastic is too large to be introduced via a needle. This is the same bag type/size as the recent report of another piece of plastic that looks exactly the same (clear/small/round with small bump in center). The piece of plastic was caught during the final product check prior to administration. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017.